Event description:
It was reported that the patient felt diaphragmatic stimulation every three hours while laying on the left side. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: sedr01 implantable pulse generator (ipg) (B)(6) 2010; imu49b45 implantable pacing lead (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.